Event description:
Report of 2 severe alergic reactions (urticaria, cough and dyspnea, one of them with symptoms suggesting glottis edema) occurring during blood components transfusion. Incident date of 2/6/06 (night and 2/7/06. The pt was given anthistamines, steroids and sc epinephrine )promathazine. Steroid , beta 2 agoists) and no ortracheal intubation or vasoctive drug dupport was registered. Hospitalization was not required.